Manufacturer narrative:
Sections with additional information as of 08-mar-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Adverse event report is being submitted due to symptoms related to diabetes ¿ blurry vision and confusion. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). Employee is calling on behalf of the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/13/2022 and open vial date is 01/05/2021. The customer was not using the proper testing technique. At the time of the call the customer reported symptoms of blurry vision and confusion; customer was going to seek medical attention and no further information was able to be obtained.